Manufacturer narrative:
Correction: previously reported g3 should have been may 20, 2021 instead of , 2021. Updated investigation conclusion in h6.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, the right ventricular lead helix presented with damage and stopped extending after three attempts to get a good threshold. The lead was replaced within the same procedure and the patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.